Event description:
The customer reported that 36 pts lost central station monitoring for up to two hours: 10 telemetry pts and 26 bedside pts. Some pts had beside monitors and some alternate monitoring was available. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Occupation of reporter unk at this time.